Event description:
It was reported the programmer boots up to a black screen, with an error message, and it will not boot to the main screen. A hard drive issue was suspected. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the error code. The connection from the flex tape to the circuit board was loose. It was also noted that there was corrosion on the power supply, power supply was still functional. It was also noted that the left antenna was out of specification.